Event description:
It was reported that a patient experienced a pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. During device insertion, the wire was being advanced into the left atrium (la) when the tech advanced it too far into the left superior pulmonary vein (lspv). The physician noticed this and tried to pull back the wire, but resistance was felt, it could not be advanced or retracted without tension. The wire was pulled back with more force and a release was felt following of the wire feeling stuck again. The entire catheter with the guidewire were removed, and a 1mm tissue impingement was noticed to be stuck between the tip of the catheter and the wire. The physician then noted that a pericardial effusion occurred, but no interventions were required to stabilize it as the pericardial effusion resolved on its own. The procedure was completed successfully with the same catheter using a different guidewire. The device is not expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.